Event description:
It is reported that during a left total knee arthroplasty, the screw from a tibial sizing plate fell into the pt. Post-op x-ray showed metallic object in the posterior knee. The pt was returned to surgery for removal of the retained screw.

Manufacturer narrative:
A letter has been sent to the account requesting the return of the device for evaluation. H3: evaluation summary: probable cause cannot be determined with the available info. H6: evaluation: no product was returned for evaluation. Device history records indicate MFR to specification.